Event description:
As reported by the sales rep per the user facility. Tubing leaked at the backcheck valve. Have had a chemo spill. Additional information provided by the facility indicated no one suffered any adverse sequela associated with the incident. A sample will be returned for evaluation.

Manufacturer narrative:
The actual device in the incident has not yet been made available to the manufacturer to be evaluated. Without the actual sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. Although no inventory remains of the reported lots, the house retains for the reported lots were physically tested for leakage and subjected to a pull test at the bonded joints. All samples passed the leakage test and exceeded the minimum joint separation design specification, passing the joint integrity test. There are no other reports of this nature against the reported lot numbers. If the actual device in incident is made available to the manufacturer to be evaluated as indicated, a follow-up report will be filed. Additional lot #: 61029913.